Event description:
The central monitoring system (cns) lost its video connection after a power outage. The customer states that the power was only lost for 5 seconds. Cns was plugged into a upc and upc was plugged into emergency power. Upc has no faulty indicator lights. MFR ref#: 8030229-2014-00048.